Event description:
Device 1 of 2. Reference MFR report: 1627487-2014-02332. It was reported the pt is having his scs system removed because he no longer needs his scs stimulation therapy, and the stimulation was positional.

Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.